Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, the device was found to have reached premature eri and eos due to premature battery depletion. It was noted that the patient felt a vibratory alert when the device reached eri, but did not present to clinic. Device replacement was suggested. No further information is available.